Event description:
While physician was preparing a vaginal specimen container prior to a pelvic exam, she squeezed the plastic vial to release the reagent that is contained in the inner glass vial. When the inner vial broke, a glass shard penetrated the plastic and punctured the md's finger. The physician is ok. Staff are not aware of this happening before. The container and packaging were discarded.